Event description:
It was reported by the neurologist that the patient was experiencing worse seizures due to vns. It was reported that the vns normal mode and autostimulation were disabled, but magnet mode was left programmed on. No additional relevant information has been received to date.